Event description:
Healthcare professional reported right side capsular contracture baker grade ii, textured to smooth exchange, and rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event rupture was reviewed on (B)(6) 2023. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, textured to smooth exchange, and rupture.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event rupture was reviewed on 08-feb-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii, textured to smooth exchange, and rupture. The device was explanted.